Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had an electrical reset occur during an impedance test. It was noted that telemetry was lost while performing the impedance test. The device was re-interrogated again and the test were performed with no issues. It was also noted that a grey battery longevity status bar was shown with ¿reinitialization¿ displayed. The device remains in use. No patient complications have been reported as a result of this event.